Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection and battery testing were performed. Low battery voltage due to a depleted main battery was identified during battery testing. The cause of the depleted main battery was unable to be determined. To correct the condition, the main battery was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flogard infusion pump was found to have a depleted main battery. No additional information is available.